Event description:
The lay user/patient contacted lifescan (lfs) (B)(6) by mail, alleging that the onetouch verio iq meter read inaccurately high compared to other devices (onetouch ultra meter and bayer meter). On (B)(6) 2014, the customer service representative (csr) contacted the patient by phone to respond to patient¿s letter. The following complaint was classified based on information obtained from the csr during the initial call. It is not known when the alleged meter issue first occurred. The patient claimed his blood glucose reading with the subject meter was between 25-30mg higher than the other devices. It is not specified what his blood glucose reading was with the subject meter, since the patient reportedly sent the subject meter back to lfs prior to speaking with the csr nor did the patient specify what his readings were with the other devices. The patient reportedly tests four times a day, his target blood glucose reading is 100mg/dl, and he manages his diabetes with metformin. It is not clear, however, what action the patient took in response to the alleged meter issue. According to the csr¿s documentation, as a result of the alleged meter issue, the patient reportedly ¿fell asleep on the table and felt flabby¿ on multiple occasions (dates/times not specified); he consumed apple juice as treatment an unknown time afterwards; and approximately 30 minutes later he felt better. At the time of troubleshooting, the csr verified the correct unit of measurement on the subject meter and noted that the blood glucose results were from the approved (per owner¿s manual) sample site. The patient refused to have his meter replaced. Based on the information provided, the patient did not suffer signs or symptoms indicative of a serious injury. This complaint is being reported because the alleged product issue was not resolved during troubleshooting.